Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump received with moisture damage electronic and battery tube assembly. Insulin pump received with cracked reservoir tube lip, scratches on keypad overlay, scratched case and minor scratches on lcd window.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was not provided. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.